Event description:
It was reported that the compressor was not regulating the pressure. There was no patient involvement. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our fse(field service engineer) was on site to investigate the reported issue. The drainage tubing of the compressor was found slightly kinked. Drainage hose & bottle were replaced. The compressor passed all the safety and functional tests and returned to use. We have not received any part or any photo for our investigation. The cause of the kinked tubing could not be determined.